Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for malignant pain. It was reported that the patient¿s pump was explanted on (B)(6) 2013 due to infection. No further patient complications have been reported as a result of this event.